Event description:
Revision surgery - the patient had poor range of motion in the knee and major scarring. The doctor released the scarring and put in a 9mm thick insert in place of the 11mm thick insert to allow for more room in the knee.